Event description:
The customer reported that the alarm has power, but when pressure is released from the pad there is no alarm tone. They tested the alarm with new batteries and verified no visual damaged to the alarm. They are using it with a 8285l sensor strip and confirmed they are using it properly. Discussed product set up - and application. They did not report any patient injury.

Manufacturer narrative:
(B) (4) - alarm failure to. Evaluation of the returned product shows that the unit is functioning properly. Tested both with new batteries and batteries sent by customer. The sensor strip was received. It was tested with the alarm and it functioned properly. (B) (4).